Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous vessel. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured after first inflation at 10 atmospheres for 8 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.